Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed blood and contrast were present throughout the distal lumen. The balloon was returned in a deflated state. The device was pressurized with an inflation device and a pinhole was confirmed in the balloon wall located 5.5mm from the proximal end of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage and no other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery. The 15mm x 3.50mm nc quantum apex balloon catheter was advanced for post-dilation of a 3.5x18mm non bsc stent. During the first inflation, the balloon ruptured at an unspecified pressure. The balloon was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery. The 15mm x 3.50mm nc quantum apex balloon catheter was advanced for post-dilation of a 3.5x18mm non bsc stent. During the first inflation, the balloon ruptured at an unspecified pressure. The balloon was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.